Manufacturer narrative:
During routine review this report was re-evaluated. At that time, the decision was made to file a report based on the info rec'd.

Event description:
Procedure: unk. Reportedly, the surgeon could not staple properly with this instrument. There were no adverse effects to the pt.